Event description:
Customer reported the head section of the operating table was floating up. No patient injury was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The device was inspected by a field service technician and the release mechanism of the gas spring was readjusted. A component or manufacturing failure could not be identified. The release mechanism was disadjusted either by external forces or other unknown manipulation. After the correction the device was working as designed. Based on this, no further action is necessary.

Event description:
Customer reported the head section of the operating table was floating up. No patient injury was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Technician readjusted gas pressure spring. Issue resolved. Investigation into the root cause is pending and results will be provided in a final report.